Manufacturer narrative:
The actual date of event is unknown. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. Root cause: the root cause for the reported issue of syringe volume discrepancy was not determined because no products or device logs were returned.

Event description:
It was reported that there was discrepancy between syringe volume and the volume shown on the pump as well as volume infused when wasting narcotic medications. This was reported to bd representatives during site visit. There was patient involvement but no harm.